Event description:
Pt developed chromotropic insufficiency following conversion from atrial fibrillation to sinus bradycardia during ICD implant/defibrillation threshold testing. On 02/26/1998, increasingly symptomatic hypotension and renal insufficiency, secondary to sinus bradycardia, heart rate = 40. Elective therapeutic upgrade of ICD, requiring 48 hours of hospital stay.